Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00042 on 17jan2020. Additional information (06feb2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the operator was pooling ise buffer solution from almost empty bottles into a new container for use. This could result in contamination, variability in concentration, and onboard stability expiration of the ise buffer solution. The cse cleaned the ise bowl, dispense nozzle, replaced the ise buffer syringe seal, and replaced the ise buffer solution with a new bottle. Siemens concluded that the cause of discordant potassium patient results was the pooling of the buffer solution which is not recommended by siemens. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the additional information.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Discordant potassium patient results were obtained on an advia chemistry xpt instrument. The initial result was reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.